Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: the protector of the video cable section was cut. Based on the results of the investigation, the most probable cause of the identified failures is problems traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had 3d optics that was malfunctioning and the image was not sharp. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had 3d optics that was malfunctioning and the image was not sharp. The intended procedure was completed using a similar device. There were no reports of patient harm.